Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed by the imagery provided. The device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the lot history, DHR, complaint history and manufacturing mitigation's did not provide any indications that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'a 23mm sapien 3 ultra commander ruptured upon full inflation and deployment of the valve' and 'the was a heavily calcified and small stj measuring 17mm in diameter and an ostial rca stent that extended into the aorta'. Calcification present on the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no product non conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification that during a transfemoral tavr, a balloon rupture occurred. As reported, the commander delivery system balloon ruptured upon full inflation and deployment of the 23mm sapien 3 ultra valve. Nominal volume (17cc) was used for deployment. Inflation technique was slow with consistent push. The was a heavily calcified and small sinotubular junction (stj) measuring 17mm in diameter and an ostial right coronary artery (rca) stent that extended into the aorta. The valve was fully deployed, mean gradient was 5mmhg by tte with no paravalvular leak. The patient continued to do well post procedure and was planned for discharge. The delivery system is not available for return.